Event description:
During a review of the logs of a returned homechoice (hc) machine, a high drain 101 (night drain cycle one) alarm was identified. This alarm occurred in the therapy initiated on (B)(6) 2014 at 10:26:05. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The cause was unable to be determined. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device also received an internal/external inspection. Should additional relevant information become available, a supplemental report will be submitted.